Event description:
It was reported there was a reduction in brake force due to rubber cracking and breaking off the wheels. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.